Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. It was reported that the customer experienced a low blood glucose (bg) level of 33 mg/dl. Bg cause was due to improper adjustment of basal delivery. Customer consumed drank a juice and ate cookie to address. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.